Manufacturer narrative:
This report is submitted on june 25, 2024.

Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.